Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific crm received info that this left ventricular (lv) lead was exhibiting elevated threshold measurements. Therefore, the lead was removed from service and successfully replaced.